Manufacturer narrative:
Concomitant medical products: 1688tc-52, lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month after a device changeout procedure, the right ventricular lead had high threshold and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.